Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The same malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction code recurs. The customer acknowledged and understood the instructions.